Event description:
Related manufacturer reference number: 2017865-2023-23606 related manufacturer reference number: 2017865-2023-23607 it was reported that the patient presented to hospital with infection. The vegetation was visualized with transesophageal echocardiography. The pacemaker, right atrial lead and right ventricular lead were explanted and replaced. The patient was in stable condition throughout the procedure.